Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision of a patient's hip to prevent future poly wear, as he believed the current liner was starting to wear slightly. A cemented cup (manufacturer unknown) and a stryker femoral head were explanted. Surgeon further stated that the cemented cup was encased in cement. Company rep reported that stryker stem was well fixed and required no revision. Patient was revised with a competitor cup and a stryker femoral head. There was no traumatic event that occurred, and up the time of revision all the implants had been performing appropriately. He stated that the hip had done exceptionally well for 20 some years.